Event description:
It was reported that during a renal stenting treatment procedure, with an express biliary sd premounted stent system, the stent came off the balloon. The lesion being stented was calcified and located in a vessel with a tight, sharp curve. The physician predilated before the stenting procedure. During the procedure to place the stent, the stent came partially off the balloon. When the physician attempted to remove the stent, it came completely off the balloon. The stent was successfully retrieved with a snare and the procedure was aborted. The next day the procedure was successfully completed with another express biliary stent with no patient complications. The current patient condition is reported as 'fine.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the shop floor paperwork was not possible as the lot number is unknown.